Event description:
During a phacoemuslfication procedure, this unit exhibited low aspiration in the phaco and I/a modes. This physician used a simcoe I/a handpiece to manually finish the procedure. There were no pt problems.